Manufacturer narrative:
The affected device was examined onsite by dräger service and a cockpit malfunction could be confirmed. As a result of this malfunction, the cockpit was constantly rebooting. A persistent solid state disc error (ssd) was identified as root cause of the cockpit malfunction. Replacing the ssd of the cockpit remedied the issue. Afterwards, the device was successfully tested according to manufacturer¿s specifications. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit infinity c500, a restart of the cockpit will be triggered to reset the micro processing system to a specified state. A restart sequence of the cockpit may last 45 seconds. The ventilation will not be affected by a restarting cockpit and will be continued as set. Safety relevant ventilation parameters are displayed in the supplemental oled-display wherein the user can see the on-going ventilation. Monitoring functions and the user interface of the cockpit are not available during the restart. After successful completion of the restart, the system posts the alarm message ¿cockpit restarted¿ with accompanying audible alarm tone. In case of an unsuccessful cockpit restart, the workstation terminates restarting the cockpit after three unsuccessful attempts with an accompanying acoustic alarm tone and displays the error code ¿0769.32931¿ on the screen. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was initially reported by customer that the device was constantly rebooting. There were no patient health consequences reported.